Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was not in clinical use at the time of the reported event. A philips remote service engineer (rse) connected remotely and confirmed that the charging port of the wireless footswitch was defective. It was identified that the issue was caused by incorrect handling of the wireless footswitch by the user. It was proposed to replace the defective wireless footswitch; however the customer declined the quotation and continued operation of the system by using the wired footswitch. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the system did not malfunction. The investigation determined that the incorrect handling of the wireless footswitch by the user had damaged the charging socket. Based on the investigation results, philips concluded that the complaint is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome. The health impact code was corrected.

Event description:
It was reported to philips that the charging socket of the footswitch was defective which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.